Event description:
On or around 6/28/97, an erratic phenytoin result was reported and the pt was treated based on the result. A result of <0.5 mg/l, generated with a flag by the axsym analyzer, was reported from a specimen drawn in the ER at 19:00 pm. After the pt was dosed, he was drawn at 21:00 and a result of 33 mg/l was given. The specimen from 19:00 was rerun and a result of 17.0 mg/l was given. According to the account, all qc were within specified ranges. No further info has been received from the account.

Manufacturer narrative:
154326-01 this complaint is linked with ID# 154385.